Event description:
It was reported the system displayed a bv camera error message. This message likely resulted in a loss of video display. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The frame grabber board was replaced and the connections were reseated during the service call. The system was tested and found to be working as intended and put back into service.